Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the call was dropped and there was no response when technical support tried to call back.